Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture and high pacing lead impedance during a follow-up in clinic. A lead revision will be discussed with the physician. No further information is available.

Event description:
Additional information received indicated that the lead was capped and replaced on 03/18/2016.